Event description:
Additional information received from the manufacturer representative (rep) reiterated that the location of the chest stimulator became infected and was removed in (B)(6) 2016. The patient is resting at home and the decision of whether to implant will be re-evaluated based on the development of the wound condition. The healthcare provider (hcp) believes that the reason for the frequent infection in the patient is their overly strong immunity.

Event description:
A consumer reported the patient had an infection at their implantable neurostimulator (ins) site in their chest after the ins was replaced. The patient had to have the device explanted in (B)(6) 2016. Prior to explant, the patient did have a 50 percent or greater symptoms reduction. The cause of the event was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.